Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the immulite 2000 xpi and determined that the issue was not sample related and found no instrument malfunction either. A routine instrument maintenance was done by the fse, and the wash station was changed proactively. At the customer request the fse revisited the customer site and changed the vacuum pump proactively, and there have been no further issues. The cause of the falsely high cea result on the two patient samples is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer has obtained falsely high results on two patient samples for the carcinoembryonic antigen (cea) assay on an immulite 2000 xpi. The same sample was repeated twice for the first sample and three times for the second sample on the same immulite 2000 xpi instrument and the results obtained were within customer expectations. The initial and repeat results for the two patient samples were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely high results obtained on the immulite 2000 xpi.